Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, a clinical evaluation was not able to confirm the reported event. There were no patient medical records or imaging studies available for review. The implanted devices were returned for further evaluation. The device investigation identified the use of a non-endologix proximal extension with the afx main body device. The device evaluation indicated the use of this proximal extension may have contributed to the reported event. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, however, the concomitant use of non-endologix stent within an endologix stent may have led to the reported events.

Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2016. On (B)(6) 2016 the patient was found to have an occlusion from thrombus in the main body of the bifurcated stent to the limb. The physician elected to explant the devices and complete an open repair. The patient is in stable condition following the secondary intervention.